Manufacturer narrative:
A review of the device history record has been/will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture of a saline device.

Event description:
Patient reported a right side rupture of a saline device. Since the device is saline, the rupture is captured as deflation. Device remains implanted.